Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patients mother that after removing the pod they could not see the cannula and the pink slide was not visible while wearing the pod between 1 and 4 hours. The patients mother stated the blood glucose levels were 600mg/dl. The old pod was thrown away.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patients mother that after removing the pod they could not see the cannula and the pink slide was not visible while wearing the pod between 1 and 4 hours. The patients mother stated the blood glucose levels were 600mg/dl. The old pod was thrown away.